Manufacturer narrative:
Additional information was received that the patient was experiencing pain at the ipg site. No skin breakage was noted. No further course of action will be taken at this time.

Event description:
A report was received that the patients ipg was superficial in the midline. The patient will undergo a revision procedure wherein the ipg will be relocated to the right lateral flank.

Event description:
A report was received that the patients ipg was superficial in the midline. The patient will undergo a revision procedure wherein the ipg will be relocated to the right lateral flank.